Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button. The customer applied adhesive to the back of the pump. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. On the primary svn (B)(4), unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 28-oct-2025 listed on smartsolve due to insufficient data in the trace/history files. On the primary svn (B)(4), perform the history review 1 week prior to the event date 28-oct-2025 in the pump history file (this includes the history review 2 days prior to the event date 27-oct-2025 for the related svn (B)(4)) and found 1 lost sensor alert on 10/25/2025, 20 nodelivery (7) aalrms on 10/27/2025, 1 lowbatteryalert (104) on 10/27/2025 23:40:00.000, 1 nodelivery (7) on 10/28/2025 (during bolus), 1 pump error 23 on 10/28/2025, 2 battoutlimit (6) on 10/28/2025, and 1 failedbatttest (58) on 10/28/2025 03:12:27.000. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was expected due to the customer's battery in the pump is low on power. Pump error 23 alarm and battery out limit alarm/power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. Failed battery test alarm was expected due to the customer's battery inserted on a battery change does not have sufficient voltage. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. On a related svn (B)(4), perform the history review 2 days prior to the event date 13-oct-2025 in the pump history file and found 1 sensor error alert on 10/12/2025, 2 lost sensor alerts on 10/12/2025 and 2 lost sensor alerts on 10/13/2025. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, sensor error alert or lost sensor alert noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.8 mv). The pump passed the functional testing. Unable to confirm alleged high bgs. Delivery anomaly-no delivery/occlusion alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported infusion flow blocked and experienced hyperglycemia. The customer experienced symptoms like nausea at the time of event. The customer blood glucose value was 546 mg/dl and hyperglycemia was treated with manual injection. The customer visited the emergency room and was hospitalized. The event involved product mmt-342g, mmt-442ag, mmt-7040a, mmt-1884. Troubleshooting was partially performed. It was unknown whether the auto mode feature was active at the time of incident. It was unknown whether the customer had been using an insulin pump within 48 hours of reported event. No further patient complications were reported. No product return was required for mmt-342g, mmt-442ag, mmt-7040a. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.